Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp)unit is leaking helium. There was no patient injuries reported.

Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp)unit is leaking helium. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: e3updated data: b4, g3, g6, h2, h10, h11

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the site biomed lead notified the fse that the issue had been resolved and they did not need to come in for the repair. The customer completed repairs of the balloon pump on their own. The customer no longer required a safety disc or parts. The customer stated that they re-taped all the connections and it is holding pressure now. Since the fse did not complete the repair, fse could not clear the unit for clinical use.

Event description:
N/a.